Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Baxter has contacted the account three times requesting the device to be returned for inspection. The account was unresponsive to the attempts and the device did not return to manufacture. Thus, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of table unresponsive were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
The customer reported that table no operation was possible from the remote control and the column keypad. There was no harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
The customer reported that table no operation was possible from the remote control and the column keypad. There was no harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).